Event description:
Reporter states customer reportedly results of 230 mg/dl and 84 mg/dl within 2 minutes on the inform system. Lab value of 10 mg/dl was drawn 24 minutes later, and the patient received unknown treatment for hypoglycemia based on the lab value. Requested return of suspect device and replacement was sent.